Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan alleging an unusual issue with their onetouch ultra2 meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2014 at 7am. The patient reported that they were ¿waiting for a beep after receiving the apply blood symbol¿. The patient manages their diabetes with pills, diet and exercise. The patient reported increasing their food/drink intake at 7am by taking some glucose tabs. The patient reported that 6 hours later they experienced symptoms of ¿passed out and sugars low¿. The patient reported being treated by an hcp at the emergency room (ER) but only reported receiving a blood glucose test, no further information was available. The patient reported blood glucose readings of ¿109 and 107mg/dl¿ on an ER/hospital meter. At the time of troubleshooting the csr advised the patient that the onetouch ultra2 meter does not beep and the issue was resolved. Replacement products were still sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (12/01/2014). The patient¿s meter has been returned on 10/18/2014 and evaluated by lifescan product analysis on 11/17/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.